Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with noise on the right ventricular lead causing pacing inhibition. Noise could not be reproduced in clinic and all other values were normal and within range. Patient experienced syncopal episodes and physician capped both the right ventricular and atrial lead on (B)(6) 2019. Physician electively replaced the right atrial lead with no allegation of malfunction and lead fracture was noted on the right ventricular lead. New leads were implanted successfully and patient was discharged.